Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the table moved without control. No further information regarding the issue has been provided. No service has been performed by philips since the quotation has expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system table moves without control. No harm to the patient or user was reported. Philips has started an investigation of this complaint.